Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the keypad buttons. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was found to be missing from the pump with the button contacts exposed. The testing confirmed that the contrast button was unresponsive due to a missing button contact. The button contacts were examined and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).